Manufacturer narrative:
According to the practitioner the implant is lost (loss of osseointegration) after implant has been restored. The implant has been placed in 32 position on (B)(6) 2013 and removed on (B)(6) 2017.

Event description:
Implant is lost (loss of osseointegration) after implant has been restored.